Event description:
The patient contacted animas on (B)(4) alleging that the time and date would not save when programming into the pump. When attempting to program a time and date on (B)(6), the pump reverted back to (B)(6). During troubleshooting the animas representative had the patient program a time on (B)(6) and again it reverted back to (B)(6). This complaint is being reported because of the allegation that the time/date setting was not maintained on (B)(4) 2012 as expected and the issue was unresolved at the time of the contact. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4): during investigation, the date was set to (B)(4) 2012 and reset to (B)(4) 2012 after returning to the main screen. The pump was unable to hold the date of (B)(4) 2012. A software issue was found to be the cause of the reported date issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.